Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization following initiation of ilet therapy and a recent infusion set change. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin infusion and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values, with alerts triggered and acknowledged as expected. Hyperglycemia was observed following a supply change, indicating an infusion set deployment issue or interruption in the insulin fluid pathway. Based on available information, the event was attributed to use-related factors involving incorrect infusion set deployment, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 1,200 mg/dl, resulting in hospitalization. The user was transported by a caregiver to the hospital, admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.